Event description:
This report summarizes <noe> 1 </noe> malfunction event. The customer reported an event of unintended movement of a dx-d 100 system. The customer described the dx-d 100 system experienced speed and movement issues. Agfa service responded onsite and inspected the dx-d 100 system. During the system test, the local service engineer confirmed a hardware failure. Agfa service replaced the right and left handle gauges and the dmc board. The system was tested and worked as intended. There have been no additional events reported. There was no reported harm to patients or users and there are no additional actions for these events.